Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure a stone was captured with the trapezoid basket in the common bile duct an alliance handle was then used in conjunction with the basket in an attempt to crush the stone, however, the handle broke. Due to the handle break the tip of the basket could not be detached. The physician attempted to remove the basket with the entrapped stone from the patient. The methods used to try and remove the basket were not reported. An emergency sohendra device was not available; therefore the basket with the entrapped stone was left inside the patient, and the patient was scheduled for surgery. Reportedly, the procedure lasted approximately 4 hours. . The following day, on (B)(6) 2015, the patient was sent to surgery to remove the basket and stone. The patient also had gallbladder issues and the patient's gallbladder was removed during the same procedure. They were able to remove the basket and stone successfully. The gallbladder was removed, and the patient had a small bile duct leak due to the gallbladder removal. No further medical treatment was reported and the bile duct leak resolved on its own. The surgery was reported to be successful.